Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. The insulin pump was received with corroded motor home switch and corroded battery tube. The insulin pump was received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error after swimming while wearing the device. The patient's blood glucose at the time of incident was 66 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a ¿critical pump error¿ image on the display. The insulin pump will be returned for analysis.